Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had increased pacing lead impedance, a loss of sensing and a loss of capture. Fluoroscopy revealed that the rv lead had dislodged. The rv lead was explanted and replaced and the patient was stable with no patient consequences.